Manufacturer narrative:
(B)(4).

Event description:
It was reported by the attorney that the patient underwent a ventral hernia repair on (B)(6) 2013 and the mesh was implanted. On (B)(6) 2015 the patient underwent a repair of the ventral hernia along with mesh explantation and a small bowel resection. The second surgery revealed that the small bowel had densely adhered to the mesh necessitating a bowel resection. The mesh was excised from the anterior abdominal wall and explanted. The patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that following insertion the patient experienced scar tissue and mesh infection. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.